Event description:
Employee reported problems with gloves to infection control/employee health nurse. Hands were swollen with a rash on palms of hands and between fingers. One hand was too swollen to close. Physician prescribed a delstone dose pack as an anti-inflammatory drug. Powderless, hypoallergenic gloves were given to the employee to try.